Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after a vibratory alert. It was noted that the right ventricular lead exhibited noise oversensing which inhibited pacing. The patient experienced pre-syncope. The lead was reprogrammed. There was another alert for noise on (B)(6) 2019 and the lead was reprogrammed again. The lead was later capped on (B)(6) 2019 and replaced. The patient was stable, and the issue was resolved.